Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be evaluated due to a different issue that was identified (usb pin damage).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the pump battery depleted from 70% to 10% within in a couple hours. The customer's blood glucose level ranged between 120 mg/dl and 150 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.